Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back syndrome surgery/ spinal pain. It was reported that the patient was not getting any relief from the device on one side. The caller stated they wanted to do an MRI to look at where the lead was. Caller stated initially the patient did not get any relief. Caller stated about a month ago they did an x-ray which showed some migration. Caller stated they reprogrammed the device and now the patient was not getting any relief on one side. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that cause was not determined. It was reported adjustments were made to settings but still got no relief on left side. It was reported there had only been slight migration of left lead since july. Patient reported this was determined by fluoro x-ray since MRI could not be done due to patient's lung condition. In september the unit was integrated; new settings were applied. Patient is now getting some relief. Patient reported it was annoying they had to charge battery every 4 hours. It was reported they had to set to lowest setting to get through the night without battery going dead but get no pain relief.